Event description:
The pt experienced increased stimulation sensation following electromyography. The pt status was reported as "fine." No device troubleshooting was reported. Additional information has been requested. A f/u report will be submitted if additional information becomes available.